Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included cesarean section, retroverted uterus and adhesions nos postoperative. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), back pain ("back pain"), dyspareunia ("dyspareunia (painful sexual intercourse)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), allergy to metals ("nickel allergy"), psychological trauma ("psych injury") and fatigue ("fatigue") and was found to have weight increased ("weight gain") and cervix neoplasm ("other" please describe: cervical tumor"). The patient was treated with surgery (to remove essure/hysteroscopy). Essure was removed. At the time of the report, the device dislocation, dysmenorrhoea, pelvic pain, abdominal pain, back pain, dyspareunia, menorrhagia, allergy to metals, psychological trauma, fatigue, weight increased and cervix neoplasm outcome was unknown. The reporter considered abdominal pain, allergy to metals, back pain, cervix neoplasm, device dislocation, dysmenorrhoea, dyspareunia, fatigue, menorrhagia, pelvic pain, psychological trauma and weight increased to be related to essure. The reporter commented: patient received treatment for nickel allergy, migration.psych injury. Plaintiff reported other additional surgeries: (B)(6) 2017. The essure device was placed and deployed in the left fallopian tube. The device was allowed to expand and 3 coils noted after placement. The right fallopian tube similarly had an essure device placed and deployed. The device was allowed to expand with 4 coils noted after placement. Most recent follow-up information incorporated above includes: on 12-apr-2021: real fu was received and there was no significant change in the medical context of case. Reporter added from medical records. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included cesarean section, retroverted uterus and adhesions nos postoperative. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), back pain ("back pain"), dyspareunia ("dyspareunia (painful sexual intercourse)"), heavy menstrual bleeding ("menorrhagia (heavy menstrual bleeding)"), allergy to metals ("nickel allergy"), psychological trauma ("psych injury") and fatigue ("fatigue") and was found to have weight increased ("weight gain") and cervix neoplasm ("other" please describe: cervical tumor"). The patient was treated with surgery (to remove essure/hysteroscopy). Essure was removed. At the time of the report, the device dislocation, dysmenorrhoea, pelvic pain, abdominal pain, back pain, dyspareunia, heavy menstrual bleeding, allergy to metals, psychological trauma, fatigue, weight increased and cervix neoplasm outcome was unknown. The reporter considered abdominal pain, allergy to metals, back pain, cervix neoplasm, device dislocation, dysmenorrhoea, dyspareunia, fatigue, heavy menstrual bleeding, pelvic pain, psychological trauma and weight increased to be related to essure. The reporter commented: patient received treatment for nickel allergy, migration, psych injury. Plaintiff reported other additional surgeries: (B)(6) 2017. The essure device was placed and deployed in the left fallopian tube. The device was allowed to expand and 3 coils noted after placement. The right fallopian tube similarly had an essure device placed and deployed. The device was allowed to expand with 4 coils noted after placement. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 23-apr-2021: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant), dysmenorrhoea ("dysmenorrhea (cramping)"), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), back pain ("back pain"), dyspareunia ("dyspareunia (painful sexual intercourse)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), allergy to metals ("nickel allergy"), psychological trauma ("psych injury") and fatigue ("fatigue") and was found to have weight increased ("weight gain") and cervix neoplasm ("other" please describe: cervical tumor"). Essure treatment was not changed. At the time of the report, the device dislocation, dysmenorrhoea, pelvic pain, abdominal pain, back pain, dyspareunia, menorrhagia, allergy to metals, psychological trauma, fatigue, weight increased and cervix neoplasm outcome was unknown. The reporter considered abdominal pain, allergy to metals, back pain, cervix neoplasm, device dislocation, dysmenorrhoea, dyspareunia, fatigue, menorrhagia, pelvic pain, psychological trauma and weight increased to be related to essure. The reporter commented: patient received treatment for nickel allergy, migration. Psych injury. Plaintiff reported other additional surgeries: (B)(6) 2017. Most recent follow-up information incorporated above includes: on 9-sep-2019: pfs received reporter information was added. Injury nos replaced with new event added migration, abdominal pain, pelvic pain, back pain, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse). Menorrhagia (heavy menstrual bleeding), psych injury, nickel allergy , fatigue, weight gain, cervical tumor. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.